Event description:
On 10/05/1998, the customer reported that during an esophagastroscopy procedure the distal end of the scope was stuck in the up angle position near the stomach area and the physician was unable to move the angulation with the control knobs. Subsequently, the physician could not remove the scope from the pt. The customer straightened the distal tip of the scope by passing a balloon dilator through the biopsy channel and inflating the balloon, utilizing it to straighten the distal tip of the scope. The scope was then removed from the pt. The procedure was being performed due to pt anemia, loss of weight, and possible tumor. The physician was unable to complete the procedure. The customer reported that no pt injury occurred, although slight bleeding was noticed in the stomach area. The customer stated that the scope may have hit the tumor when it was being removed, thus causing the slight bleeding.